Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 105 mg/dl, 225 mg/dl, and 217 mg/dl. The customer did not provide the location where the discrepant results were obtained. No action taken based on device results. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent. Meter, comfort curve test strip lot number 549052, expiration date 05/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.